Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. The customer's blood glucose level was reported to be 109.8mg/dl. It was reported that the customer was at a waterpark and had water dropped on the pump. It was reported that the customer was advised the pump would have to be replaced and returned for analysis. It was reported that the pump was not preset, and the customer's mother would call back with pump details at a later time. No further information provided.